Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they have water under the lcd screen and the buttons of the insulin pump are not working. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The functional testing could not be performed due to the blank display. No moisture damage was found on the motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.